Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a blank display anomaly. The customer originally called and declined troubleshooting for the anomaly; however, the blank display recurred again followed by a signal too low alarm and an unexpected restart error alarm. The patient's blood glucose at the time of incident was 131 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty component on the mother board. However, the insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No blank display anomalies, a13 alarms, a17 alarms or e13 alarms noted. However, the insulin pump alarmed a21 after battery change due to faulty component on the interface board. The insulin pump was unable to download to carelink due to multiple a47 alarms is history screen due to corrupted history file. The insulin pump had scratches on the lcd window.